Event description:
The facility reports a resident had been transferred from the hoist to the chair and taken to the changing room. The resident was left alone in the changing room and fell out of the chair onto the floor. Upon inspection. A front wheel of the chair had several broken spokes and had collapsed. The resident was taken to the hospital and suffered minor bruising.